Manufacturer narrative:
Approximate age of device: 12 da. Patient was issued this system controller on (B)(4) 2014. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of a driveline fault alarm was confirmed during analysis. The data log file retrieved from the returned system controller contained approximately 6 days of events where a driveline fault alarm was recorded. During further evaluation of the system controller the driveline fault alarm was reproduced; however a specific root cause was unable to be determined. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced driveline fault alarms when on the system controller. The patient reportedly disconnected the driveline from the pocket controller then reconnected. The pocket controller was exchanged when the alarm subsequently reoccurred. The patient did not experience any adverse effects.